Event description:
During a robotic inguinal hernia repair using the davinci xi, the megacut needle driver had a price if wire that came out position in the patients abdomen during surgery. Wire still attached to the instrument when removed from abdomen. No pieces of wire left over in patient, all pieces accounted for. X-ray performed. Defective instrument removed and sequestered off sterile field. RMA filed with davinci company.